Event description:
Complainant alleged that while treating a patient via electrode pads, the device had no pacer output. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient; however the device failed to pace. Complaint did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicate that the electrode pads are not available for evaluation. Please reference medwatch report 1220908-2005-01512 which is a similar incident with this same device.